Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented at a follow up visit with redness and soreness at the incision site. A revision procedure was performed and pus was noted in the pocket. The system was explanted and antibiotics were administered to the patient. The infection was confirmed through laboratory results. No additional adverse patient effects were reported.